Event description:
The doctor was performing a laparoscopic radial artery harvest, was in the middle of the resolution and noticed the tissue pad on the clamp arm had melted. The doctor removed the lcsc5, tried a second lcsc5 and completed the case with no patient consequence. The doctor didn't find any remains of the tissue pad in the patient.